Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient reportedly was involved in an accident and hit his head on the opposite side of the implanted ear which was hard enough to cause the external speech processor to come off. The results of an integrity test (date not reported) indicated multiple electrode anomalies. Programming around the faulty electrodes did not alleviate the issues. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.